Manufacturer narrative:
Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified: fold creases, wear abrasion, a curved opening with striated edge on radius side, total delamination of diapherm flange disk and plug strap disk shell, brown particles in outer surface. Based on the device analysis, the final assessment is a curved striated opening assessed as surgical damage and delamination of diapherm flange disk and plug strap disk shell assessed as adhesive failure.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.